Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach and jejunum during a gastrointestinal balloon dilation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. Investigation result a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner in which the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach and jejunum during a gastrointestinal balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.